Manufacturer narrative:
(B)(4).

Event description:
It was reported, the pt experienced intermittent stimulation from their device. Impedance readings were measured and found to be normal. No pt symptoms were reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.